Manufacturer narrative:
Patient had a depleted battery so underwent a revision to replace the ipg. No defects found in returned product.

Event description:
Provider's office inquired about getting some explant return kits. Patient had a battery exchange due to depletion.

Manufacturer narrative:
Healthcare provider's office requested return kit to send back explanted ipg. Enterra medical will analyze when device is received, results pending.